Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a hematoma one month after implant on (B)(6) 2015. Patient was given a round of doxycycline. The system remained implanted at that time. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.